Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd preset¿ arterial blood collection syringe has been found with a deformed plunger before use. The following has been provided by the initial reporter: open the package and find that plunger stopper broken.

Event description:
It has been reported that one bd preset¿ arterial blood collection syringe has been found with a deformed plunger before use. The following has been provided by the initial reporter: open the package and find that plunger stopper broken.

Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.